Manufacturer narrative:
It was reported that the touchscreen was not responding. A proposal for onsite service was sent to the customer. The proposal was later cancelled due to expiring. No further action provided. The proposal for onsite service expired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the touchscreen was not responding. A proposal for onsite service was sent to the customer. Device evaluation and repair are pending.